Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2024 and mesh was used. The surgeon attempted to insert the product conduction trocar through the obturator foramen and was unsuccessful. After the lack of success, they took the trocar out and saw that the tip was bent. They continued the operation with another product. The staff did not keep the product packaging and its details. The surgery was delayed by 15 minutes, but successfully completed with no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following response was provided: lot number? Unknown. Was there any change in the patient¿s post-operative care due to the prolonged procedure? No. H3 analysis summary: neuchatel team received for evaluation one products of gynecare product code tvtoml lot number unknown. An investigation was performed on received product. The product was decontaminated. The device was opened and manipulated as the original packaging was missing. The following items were returned: 2 needles, a mesh with a prolene line and a loop button, as well as helical threaders. The blister pack, box, IFU and cover are missing. Winged guide, needles and helical passers are surrounded with lot of visible organic material. The tip of one needle is slightly damaged by manipulated the product. No damage was observed on the other needle tip. No other defects were noted during product evaluation. The reported event is aligned with the defect observed on the device during the product evaluation, however, the defects identified during the product evaluation are not linked to a manufacturing issue. Furthermore, neuchatel team could not confirm which lot was impacted following the absence of labeling observed during the product evaluation. Events of this type are trended regularly. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.